Manufacturer narrative:
A review of the device's manufacturing records was completed, including batch history and device history; there were no deviations or nonconformities associated with the reported event. The device was not returned for evaluation, which limited the ability to conduct any physical, functional, and/or root cause analysis. Nevro submits this report in compliance with FDA¿s medical device reporting regulations under 21 cfr part 803. Nevro has complied with regulatory investigation requirements and is submitting all information that is reasonably known to us at this time. However, we may not have been able to confirm this information or complete the investigation within the timeframe for filing this report. We may have given no response or an incomplete response to certain questions because we do not currently have information available to provide a complete response. If we later obtain any required information that was not available at the time of this initial report, we will submit a supplemental report. This report is not an admission by anyone that the product described in this report was defective, that it malfunctioned, or that it caused or contributed to the event described in this report. We may conclude that the device had no defect, did not malfunction, or did not cause or contribute to a reportable event. Some of the items on this form include forced-choice terms used by the FDA for reporting purposes that do not necessarily reflect nevro¿s conclusions about the causes or nature of the event. This statement should be included with any freedom of information act response.

Event description:
It was reported that the patient experienced pain and mobility issues. A medical assessment from the physician regarding the cause of the reported event was not available. The patient had the device removed. There have been no reports of further complications regarding this event.